Event description:
The customer stated the synergy ii (B)(4) uninterrupted power supply (ups), used with the architect i1000sr analyzer, was beeping. The abbott field service representative (fsr) was working with the ups vendor to bypass the ups battery backup feature. When the fsr returned from lunch, the customer told him the ups had visible smoke coming out from the fan area. The customer unplugged the ups. No flames were visible. No injury occurred to any personnel.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. There is no indication that the i1000sr contributed to the issue and/or was impacted by the issue. The fsr worked with the ups vendor to replace the ups unit, and send the ups that smoked back to the vendor. A review of the service history for (B)(4) found no recurrence of ups related issues or other smoking issues. No adverse trend was identified. Labeling was reviewed and found to be adequate. Based on the available information and this evaluation, no deficiency was identified for the i1000sr ups ln 02p46-90.

Manufacturer narrative:
(B)(4), smoking (B)(4), no consequences or impact to patient. A follow-up report will be submitted when the evaluation is complete.